Manufacturer narrative:
Complaint no: (B)(4). The sample was returned for evaluation. Visual inspection revealed an elongated cut in the tubing. Functional leak testing was performed and a leak was discovered from the elongated cut. The reported condition was verified. The cause of the condition was determined to be sealed tubing during packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was leaking from the tubing while being primed with saline. There was no patient involvement. No additional information is available.